Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no failures in the drawer. A field service engineer (fse) mentioned that the drawer was recovered by the customer earlier and worked successfully. Later fse rebooted and tested functionality. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer reported that they scanned a medication, but the drawer did not pull out. They stated that they attempted to fix the issue, but the screen became frozen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.